Event description:
It was reported that there was non-physiologic sensing and nst (non-sustained tachycardia) episodes, and the svc (superior vena cava) coil was believed to have fractured, with a spike in svc impedance. The lead remains in use. No patient complications have beenreported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).